Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer. The customer was provided with instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurs, which they acknowledged.